Manufacturer narrative:
This report is submitted on 1 march 2021.

Manufacturer narrative:
This report is submitted on december 4, 2020.

Event description:
Per the clinic, the patient experienced tinnitus with device use. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.